Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of constipation problem and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a constipation problem. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was the constipation problem. The patient was not hospitalized. On an unreported date in (B)(6) 2011, the patient began remedial treatment with fortum (250mg inj three times daily), tobramycin (20mg inj three times daily) and vancomycin (2gm on the fourth day). The event of peritonitis was under treatment (coded to recovering/resolving). It was not reported if the event of constipation problem had resolved. Dianeal pd2 ultrabag therapy was ongoing. Concomitant medications were not reported. The nurse stated the event of peritonitis was not related to dianeal pd2 ultrabag therapy. A causality statement was not provided for the event of constipation problem.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.